Manufacturer narrative:
D4: updated. H3, h4 and h6 codes: updated. The suspect pump was returned for evaluation. Review of the event history log (ehl) showed a ¿high alarm displayed (downstream occlusion)¿ entry. No service records were found within the past 12 months. Visual inspection revealed a damaged downstream occlusion (dso) seal. The complainant¿s allegation was confirmed. The issue was resolved by replacing the dso seal, and the device successfully passed all functional testing after repair.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device has a broken occlusion sensor seal. There was no patient involvement or harm.